Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the connector would not hold the cable in place.

Event description:
It was reported that the output port of the external pulse generator (epg) could not "lock the cable wire." The epg was returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported that the output port of the external pulse generator (epg) could not "lock the cable wire." The engineer confirmed the output port issue. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).